Event description:
It was reported that the pacer dependent and symptomatic patient presented in clinic. The patient experienced presyncope and light headedness. Upon interrogation, the right ventricular lead exhibited loss of capture and high impedance. During attempted reprogramming of the lead, the patient experienced pocket stimulation. Several episodes of noise reversion was noted. Noise was not reproducible in clinic. During lead revision, the lead helix was retracted but the lead was unable to fully pull out. After several attempts, the lead insulation pulled away from the wires. Finally, the proximal porting of the lead was cut off and abandoned in body. The abandoned portion of the lead was not capped leaving the exposed end in the pocket. A new lead was implanted successfully without any complications. The patient was in stable condition.

Manufacturer narrative:
A partial lead with the tip measuring 55.1 cm was returned for analysis. A fracture of the outer coil was noted 31 cm from the connector pin due to fatigue which contributed to the field complain. Without return of the entire lead, a complete analysis could not be performed.